Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
While performing a preventative maintenance, the biomed states unit is failing the binary sensor task > open barrel clamp. Sn (B)(4). Failure device type: alaris system instrument. Failure problem type: 8120. Failure mode: pm testing. Case resolution: biomed verified the barrel clamp is seated with the sizer assembly board. Recommend to replace the sizer sensor board and gave him the part number. Biomed will order board.